Event description:
It was reported that the power switch was functioning intermittently. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the device and observed that the power switch was intermittent. Physio replaced the main keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assembly and determined that root cause for the report was worn switch contacts of the power switch.